Event description:
It was reported that on an unknown date, there was a breakage of a k wire (thrd dbl 0.062x 9inches x2) during a surgical reduction and stabilization of a pediatric elbow fracture. The piece had to be left in. Patient status is unknown. No further information provided. This report is for (1) unknown k-wires (thrd dbl 0.062x 9inches x2). This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
This report is for an unknown k-wire (thrd dbl 0.062x 9inches x2)/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. A product investigation was conducted. Visual inspection: the complaint device unk - guide/compression/k-wires: trauma was returned to cq west chester for investigation. The k-wire had broken off and the broken part was not returned. Document /specification review & dimensional inspection: this could not be performed as no part number and lot number information available. Conclusion: the k-wire had broken off during use. But, a definitive root cause was not determined during investigation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. No lot number information was available to review DHR. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.